Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to erosion and infection. Reportedly, the patient's implantable crt-d came out of the pocket. No adverse patient effects were reported. The ra lead remains in service.